Event description:
It was reported that during a da vinci-assisted gastric bypass roux-en-y surgical procedure, the harmonic ace instrument showed a breakage in one of the stems intraoperatively and a fragment fell into the patient. The fragment was retrieved and a backup instrument of the same type was used to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the harmonic ace instrument (pn# (B)(4), lot# l90220116-0014) associated with this event has been performed. Per logs, the single use instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 40 minutes. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer on (B)(6) 2022 and obtained the following additional information: the instrument was not inspected prior to use. No intraoperative instrument collisions with other instruments or hard objects occurred when the harmonic ace curved shears instrument insert blade broke. All of the fragments were confirmed retrieved during the same procedure under video with laparoscopic forceps by the auxiliary port. No post-operative tests were performed to check for remaining fragments. No patient harm was reported, and the patient has not returned due to any post-surgical complications. The instrument is available for return for evaluation. No photographic images of the device or a video recording of the procedure are available for isi review. The surgeon believes the quality of the instrument caused the instrument to break. Intuitive has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken at roughly 0.415¿ from the base. The broken piece was not returned. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode of broken instrument blades are typically attributed to the mishandling/ misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades)